Manufacturer narrative:
The insulin pump passed the displacement, selftest, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. Device was monitored for 48 hours and no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No connector isolation tape damage noted on lcd board. No moisture damage on the electronic stack, motor, battery tube and vibrator assembly. Device had partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and missing end cap sticker.

Event description:
The customer reported via phone call that she had been wearing the insulin pump in her bra and it might have been exposed to sweat. The customer stated she received an error alarm but was unsure if it was a button error alarm and then the screen went blank. Blood glucose value was 42 mg/dl; treated with food. Customer also mentioned the screen had some scratches. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.